Event description:
It was reported that this patient experienced low r wave sensing, high pacing thresholds and a suspected right ventricle (rv) lead fracture a few months post implant. Subsequently, the patient underwent a revision procedure and this was replaced with a new rv lead. No adverse patient effects were reported.